Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had contacted the device-following clinic. The patient reported that the primary care physician (pcp) cultured the pocket site and (B)(6) was identified on (B)(6) 2016. The patient was placed on bactrim and the site healed well. The patient was seen back at the device-following clinic on (B)(6) 2016 with no further site issues identified. The patient remained afebrile with no additional patient adverse effects reported. The available information suggests that this implanted system remains in-service.